Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the user interface (ui) assembly to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00338. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen display was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the screen display was blank but there was no issue with delivery of airflow. The investigation is ongoing.